Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; during a laparoscopic appendectomy procedure there were issues with the device holding the needles where the instrument was not holding on to the needles and not opening to release needles outside of the patient. The needles that were released were all retrieved, none of which fell into the patient cavity. The most recent update on the patient status was good. The case was able to be finished with the device. There was no patient injury. There was no user injury. There was no unanticipated tissue loss. There was no unanticipated extension for incision by more than one inch. There was no unanticipated blood loss of more than 500cc's. There was no delay in surgical time of more than 30 minutes. No further details regarding patient, product or procedure were provided by the reporter.

Event description:
The needle was retrieved with a grasper.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch 10mm suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for the received needle. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding each needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product met quality specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.